Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic with thumping on the right side of the stomach. The patient was admitted to the hospital, and the cause of the thumping was unknown. While interrogating the device, it was noted that the right ventricular lead had no capture and decreased sensing. Programming changes were made, and the patient was stable.

Event description:
New information received on 26 dec 2019, indicates that the patient presented on (B)(6) 2019 for a right ventricular lead revision,the lead was re-positioned. The patient was stable before, during, and after the procedure.